Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset cgm error did not recur and cgm option became available; customer was advised to wait 20 minutes before starting sensor session and confirmed understanding.